Event description:
It was reported that during a reversal of colostomy procedure, the device was fired and it did not staple. The surgeon completed the case by clamping, cutting, and tying. It is unknown how long of delay there was to procedure. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.